Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1807101) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) could not cross the vessel from the sheath. There was no reported patient injury. The device will not be return for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the patient was not morbidly obese. The vessel type was arterial. The puncture femoral site is tortuous. The vessel level of tortuosity is severe. There was a normal removal of the device from the package. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5 mm in diameter. There was no presence of pvd/calcium in the vicinity of the puncture site. The angle of access was between 30 and 45 degrees. The patient¿s bmi was not greater than 40 kg/m2. There was no significant resistance when shuttling down as it could not enter the vessel well. There was resistance felt during device insertion. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Hemostasis was achieved with manual compression in less than thirty (30) minutes. The patient's hospitalization was not extended as a result of the event. The patient has recovered. As reported, the 5f mynxgrip vascular closure device (vcd) could not cross the vessel from the sheath. There was no reported patient injury. The patient was not morbidly obese. The vessel type was arterial. The puncture femoral site was severely tortuous. There was a normal removal of the device from the package. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The angle of access was between 30 and 45 degrees. The patient¿s bmi was not greater than 40 kg/m2. There was no significant resistance when shuttling down as it could not enter the vessel well. There was resistance felt during device insertion. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Hemostasis was achieved with manual compression in less than thirty (30) minutes. The patient's hospitalization was not extended as a result of the event. The patient has recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (severe tortuosity) and/or the condition of the procedural sheath likely contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. However, the device was able to be inserted and deployed in the patient with no additional failures. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.